Event description:
(B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. The database showed no quality notifications were opened for the device. A review of the device history record showed the device had a manufacture date of 19dec2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue a review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
01/26/2018 10:42:07 (B)(4). 02/01/2018 08:46:09 (B)(4). Customer stated channel a error 326 was confirmed due to a bad encoder of drive module, replaced it a new drive module on channel a. 02/01/2018 09:48:23 (B)(4). (B)(4). There was no patient involvement.

Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. The database showed no quality notifications were opened for the device. A review of the device history record showed the device had a manufacture date of 19dec2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue a review of the complaint history for sn (B)(4) was performed in (B)(4) trackwise which confirmed similar complaints with the same or related failure mode. CAPA reference: n/a the customer stated that there was no patient involvement.

Event description:
(B)(4). Customer stated channel a error 326 was confirmed due to a bad encoder of drive module, replaced it a new drive module on channel a. (B)(4). There was no patient involvement.